Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Family member of customer reported via phone call that customer was experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. Current blood glucose level of customer was 158 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. Infusion set had fallen off. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.